Event description:
Reporter indicated that vns pt has "passed out" 2-3 times over the last few months. The pt reports that their treating neurologist instructed pt to go to the hosp emergency room, at which time the ER physician questioned whether the pt was experiening drop attack seizures and planned to do a work up to further diagnose. The pt did not experience drop attack seizures prior to vns implant. Further follow-up with treating neurologist revealed that the pt has experienced 1 or 2 additional episodes of "blacking out" since the initial report was received by MFR. Neurologist indicated that the episodes were not the pt's typical complex partial seizures and that the relationship to the vns therapy is currently unk. The work up is reportedly still in progress. Investigation to date has been unable to determine the cause of the reported event.